Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for etoh2 ethanol gen.2 (etoh2) on a cobas 6000 c (501) module. The erroneous result was reported outside of the laboratory. The initial etoh2 result was 0.017 g/l. This result was reported outside of the laboratory where the result was not believed as the patient was drunk. The sample was repeated and the result was 3.20 g/l. There was no allegation that an adverse event occurred. The patient was not treated based on the erroneous low result. The etoh2 reagent lot number was 244284. The expiration date was not provided. A review of the alarm trace shows an abnormal probe sucking alarm that occurred later the same day after the low result and frequent sample duplication errors. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since the customer¿s calibration and quality control results were acceptable, both a general reagent issue and instrument issue can be excluded. Possible explanations for the low result may be sporadic contamination of the sample probe resulting in no sample being pipetted or there may have been foam or bubbles on top of the sample. The abnormal probe sucking alarm suggests a clot in a sample. The most likely root cause of the issue is related to pre-analytics.